Event description:
During a vaginal delivery, a vacuum assist device was used. The infant was discharged and later re-admitted due to lethargy. A skull fracture was diagnosed.

Manufacturer narrative:
A conference call was held between coopersurgical (included chief medical officer, regional manager, product manager and sales representative) with representatives from the user facility to obtain details of the event. The infant was in the op position at plus 3 station. One pull was used with no "pop-off's." The day following discharge, the infant was re-admitted through the ER because of lethargy. A left occiptal skull fracture with a small intracranial hemorrhage was the diagnosis. When in the op position, more force is required during the "pull." The operational guidelines in the adverse event section lists skull fracture as a possible fetal injury.